Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that the patient's right knee was revised due to infection. A 7x9 ps insert was swapped for another 7x9 ps insert.